Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref.# (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a preface® guiding sheath with multipurpose curve and an issue of ¿foreign material¿ was encountered. It was reported that during set-up, prior to being used on the patient, a medtronic transseptal needle was unable to be advanced through the preface® guiding sheath with multipurpose curve¿s dilator. The needle was forcibly pushed through the dilator and small plastic pieces came out of the end of the dilator with the needle. The preface® guiding sheath with multipurpose curve was exchanged with another one from a different lot and the issue did not reoccur. The case was continued successfully. No patient consequence was reported. The event of ¿foreign material¿ is an MDR reportable malfunction. Additionally, on 12/31/2018, the biosense webster inc.¿s (bwi) product analysis lab (fal) received the complaint products for evaluation. Initial visual inspection of the returned preface® guiding sheath with multipurpose curve revealed no physical damage. In addition, the customer returned foreign material particles in a plastic bag. The material was blue in color and claimed to be a plastic material.

Manufacturer narrative:
Further investigative efforts were made for this event and an interval corrective action was created to further investigate this issue. The device evaluation was recompleted on 8/29/2019. Further investigation was performed to this device and it was revealed that the inner diameter of the reduced distal tip area was confirmed misplaced from the transition radial proper position. Then, a cross-sectional inspection was performed on the inner body of the vessel dilator. Scratches and peeling of the material from the inner vessel dilator walls can be observed. Nonetheless, it is assumed that the damage can be caused due to the application of excessive force during the insertion of the trans-septal needle through; scratches and peeling of the material from the inner vessel dilator walls continued along the inner lumen per intervals at different inner lumen areas. The complaint reported by the customer was confirmed due to a gauze containing a couple threads of plastic from the dilator as received. Therefore, it is assumed that the threads of plastic were originated from the lumen of the dilator, caused by the mentioned needle due to an application of excessive force during the insertion when the needle was forcibly pushed through the dilator. Per cross-sectional inspection performed on the inner body of the vessel dilator, scratches and peeling of the material from the inner vessel dilator walls were observed. The inner diameter misplaced issue is related to the manufacturing process of the device, therefore, an awareness was given to all production associates certified in work instructions. An internal corrective action was created to investigate this issue. Manufacturer's ref # pc-000346105.

Manufacturer narrative:
On 2/5/2019, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a preface® guiding sheath with multipurpose curve and an issue of ¿foreign material¿ was encountered. Additionally, on 12/31/2018, the biosense webster inc.¿s (bwi) product analysis lab (fal) received the complaint products for evaluation. Initial visual inspection of the returned preface® guiding sheath with multipurpose curve revealed no physical damage. In addition, the customer returned foreign material particles in a plastic bag. The material was blue in color and claimed to be a plastic material. Device evaluation details: the device evaluation has been completed. A non-sterile preface vessel dilator along with a gauze containing a couple threads of plastic from the dilator was received for analysis inside a plastic bag. Neither the mentioned concomitant sheath nor the medtronic transseptal needle were received for analysis. Per visual analysis, no anomalies were observed on the received vessel dilator. Then, functional test was performed on the received vessel dilator. A lab sample syringe fill with water was attached to the hub of the vessel dilator and successfully flushed. Neither loosen material/ matter was observed during the flushing procedure. Then, insertion/ withdrawal test was successfully performed in the vessel dilator as reported. A lab sample guide wire was introduced through the vessel dilator and neither resistance /friction was felt or experienced during the insertion. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The complaint reported by the customer was confirmed due to a gauze containing a couple threads of plastic from the dilator as received. Per event description, it is stated that: ¿prior to use in the patient, the needle was forcibly pushed through the dilator and small plastic pieces came out of the end of the dilator with the needle¿. Therefore, it is assumed that the threads of plastic were originated from the lumen of the dilator, caused by the excessive force used during the insertion of the needle which was forcibly pushed through the dilator. Additionally, the customer¿s reported complaint of ¿needle resistance¿ could not be properly evaluated since no needle was returned for analysis. Nonetheless, the functional wire insertion withdrawal test was successfully performed; neither resistance nor friction was observed during the test. The product analysis does not suggest that the failure reported could be related to the manufacturing process of the unit. Manufacturer¿s ref # (B)(4).